Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted the tension to the track belt, adjusted the belt, and checked all polycords, after which the aptio automation system was operational. The cause of the dropped sample tubes is unknown. The ccc specialist followed up with the customer and the customer stated that he believed some patients were redrawn, but did not have specific information. The customer had not documented which samples fell onto the floor and did not know if any patient care had been affected. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an aptio automation system discovered approximately 10-15 sample tubes which had dropped onto the floor. The customer contacted the siemens customer care center (ccc), but did not provide any additional information. There are no known reports of patient intervention or adverse health consequences due to potential delayed testing.

Manufacturer narrative:
The initial MDR 2517506-2017-00582 was filed on july 10, 2017. Additional information (07/13/2017): a siemens headquarters support center (hsc) specialist reviewed the event and instrument service data and determined that the air pressure to the gripper was low. The hsc specialist also determined that bar code labels which extended over the bottom of sample tubes had prevented proper insertion into the carrier. The gripper was replaced, air pressure was increased, and speed was adjusted in accordance with the alignment procedure.